Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician called regarding the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) device, with homomorphous ventricular tachycardia (vt), below conditional shock zone, and a inappropriate shock due to over-sensing. A request was made to have data from this device reviewed to ask how the other vectors would have dealt with the vt. Technical service advised they are unable to predict how the other vectors would have responded to the vt. The device remains implanted. No adverse patient effects were reported.